Event description:
It was reported that during after procedure with the da vinci xi system, the customer experienced an issue where arm 5 needed to be disabled when docking and required a restart before moving backward. Initial troubleshooting confirmed the problem could be reproduced and system logs verified the error. The error was traced to a high-side switch fault on the axes controller platform (acp)2, specifically affecting the +5v to floor lift drive. The issue was further isolated by swapping acp2 and acp3, which confirmed acp2 was faulty. The acp assembly was replaced to address the problem. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced axes controller platform (acp) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was analyzed and upon visual inspection, no issues were found that would be related to the reported event. When reviewing the remote fe, there was an error 32101 which means arm frl was hit because of a high side switch error. The acp board was installed and tested on the pca xi system. The system started without any errors. After installing the canula on the arm, error 32101 displayed on the monitor. This may be related to via in pad issues with the 353395-06 fab. Or probing the pads may cause the problem to disappear by temporarily reconnecting the bad vias. The complaint was confirmed based on the field evaluation/failure analysis. As a result of these findings, failure analysis was able to conclude that a component failure in the acp was found to be the root cause of the reported failure.